Event description:
Reporter alleged obtaining a discrepant blood glucose result of 361 mg/dl on inform system 1 compared back to back with a result of 173 mg/dl on inform system 2 when testing was performed less than 10 mins apart on a pt. Reporter did not indicate that the pt was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550508, expiration date 04/30/2009). Ref medwatch report with a1 pt for the suspect device used in system 1.